Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The returned device was visually examined and revealed distal tip torn radially, stretching around the tear, distal tip opened along axial score line, all score line present, clear soft tip noticeably uneven around, and blue part and clear soft tip interface is slanted. In addition, imaging was provided and revealed that tortuosity and calcification were present in the patient's right access vessels. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of sheath distal tip torn was confirmed per evaluation of the returned device. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, 3mensio imagery was provided and shows the presence of access vessel tortuosity and calcification in access vessel. Per the training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification". Calcification can create a constrained effect on the sheath leading to sub-optimal conditions for distal tip expansion. Calcification and tortuosity can also lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, tearing the tip in the process of advancement. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification) may have contributed to the complaint events. However, a definitive root cause is unable to be determined. The complaint of difficulty advancing through sheath was unable to be confirmed. The presence of tortuous patient anatomy and calcification can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. The technical summary also outlines the extensive manufacturing mitigations in place to detect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), this was a right transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve in the native aortic position. The 14f esheath+ had been inserted without any resistance. There was difficulty advancing the crimped valve at the strain relief of the 14 fr esheath+. Despite the initial difficulty, the valve was successfully advanced and deployed. The delivery system and esheath+ were removed from the patient with no unusual resistance. Angiogram of the right groin revealed no blood flow from the perclose to the common iliac due to occlusion. A surgical cutdown was performed and it was observed that a portion of torn intima had been occluding the vessel. The flow was restored in this section, however, it was then noted that the downstream blood flow in the common femoral/superficial femoral artery was sluggish. The vessel was repaired and the patient remained stable. Upon removal, the tip of the esheath+ was observed to have a tear near the end that resembled a corkscrew. It is believed that the torn distal tip ripped the intima, which then caused the vessel occlusion. A preliminary review of the provided esheath+ photos was performed by engineering and the following was observed: distal tip is torn radially, along the distal edge of the liner.

Manufacturer narrative:
The investigation is ongoing.